Manufacturer narrative:
Manufacturer's report date: may 15, 2014. (B)(4). Although requested, the event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Event description:
Customer reported "pump programmed to infuse 100ml of magnesium, however, bag not completely empty at the time interval." There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.